Manufacturer narrative:
4068-52 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to a fracture of the right ventricular (rv) lead. The lead exhibited high impedance and oversensing of non-physiologic sensing intervals. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced lack of stamina and fear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.